Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (stenosis degree: 90 percent) in the moderately tortuous proximal lad. Despite pre-dilatation, the lesion could not be crossed with the device due to the severe calcification.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The affected device was returned with a severely deformed stent, i.e. The entire stent is elongated and several struts are strongly bent. The stent is also displaced in distal direction. However, the local staff confirmed that the observed damages are not complaint-related and that the stent was accidentally damaged outside patient after the reported crossing issues. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the event description provided, the most probable root cause for the reported event is related to the patients anatomy (i.e. Severe calcification).